Manufacturer narrative:
The referenced uretero-reno fiberscope was returned to the service center. A physical evaluation of the uretero-reno fiberscope confirmed that the distal end of the scope was broken as a portion of the bending section's internal skeleton was protruding from the external bending section cover. The scope failed the leak test from the hole on the bending section cover and at the distal end cover seam. Additionally, the image showed excessive broken image fibers (black dots). The bending section cover adhesive was cracked. The distal end cover was discolored and scratched. The up/down angulations are below specifications. A review of the service history indicates the scope was purchased on (B)(6) 2018 and was last serviced via repair on (B)(6) 2019 for a failed leak test issue. The cause of the reported event cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During a service request, the user facility informed the service center that the uretero-reno fiberscope was broken at approximately three inches form the distal tip. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The user facility further reported the scope was opened during a case and when they went to use it, they noticed the fibers were already damaged. Nothing was broken off inside the patient and there was no patient harm. There was approximately two minute delay to open the back-up scope.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the OEM's (omsc) investigation. The OEM conducted the investigation of the bending rubber was broken/torn/ruptured with metal protruding based on the service/repair event. Additionally, a review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. The noted bending rubber was broken/torn/ruptured with metal protruding is a known issue and has previously been investigated. A design change was completed in order to improve safety to the patient. An investigation was completed by the OEM and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on previous investigations of the kinked/cracked bending tube, the cause of the event can potentially occur when accessing the scope to the lower kidney calix and/or the ureter and access of the scope excessively while distal end is bent; excessive stress on bending tube during procedure. The instructions for safe use instructs how to manipulate the scope safely and how to conduct inspection in detail. Abnormality is detectable safely by manipulating the scope and conducting inspection in accordance with IFU. The OEM determined abnormality was safely detected in accordance with IFU for there was no adverse event in this case. The product¿s IFU describes on bending tube breakage as follows. Since bending tube breakage occurred, there may have been deviation from the followings as stated in the IFU. 4.1 precautions:caution:¿ do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section maybe damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.